Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that when infusing intralipid at an unspecified rate the filter occluded. The filter was changed and reattach to a "tpn tubing" and infused without difficulty.

Manufacturer narrative:
After review it was determined that this complaint is not MDR reportable.